Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device had a deformed internal battery. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral internal battery assembly was returned to resmed for an engineering investigation. Visual inspection confirmed the reported battery thermal damage and deformation. Based on all available evidence and previous investigations of similar complaints, the investigation determined that the internal battery was defective. The battery defect was due to an isolated component failure within the battery assembly. The battery assembly was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had a deformed internal battery. There was no patient injury reported as a result of this incident.